Event description:
I broke my right arm at the base of the shoulder ball on (B)(6) 2015. The break would not heal properly on it's own. After a 3 week hospital stay, dr. (B)(6) did surgery on (B)(6) 2015 to pin and plate the bones back together. That lasted 5 days and at 10 days after surgery dr. (B)(6) told me he would do nothing more for me until I had insurance to cover the cost of additional surgeries. I was able to get on (B)(6) through the state of (B)(6) in (B)(6) 2015. Dr. (B)(6) then agreed to do a complete reverse shoulder replacement using a stryker corp device. That surgery was done on (B)(6) 2015. That lasted 10 days and it dislocated leading to another surgery on (B)(6) 2015, that lasted 2 days and it dislocated again. So another surgery was done on (B)(6) 2015. That one lasted about a month when the ball came loose from the base in the shoulder and another surgery had to be done this time to replace the ball. I healed from that surgery to the point of making it to occupational therapy and then to physical therapy. Then in (B)(6) of 2016 the ball came loose from its base again and they did another surgery on (B)(6) 2016 to replace both the ball and base. Upon post surgery office visit, the dr. Suggested that the base may have been the problem all along due to a bad angle. Then in (B)(6) of 2016 an infection setup in the hardware in the shoulder. They did another surgery to flush the shoulder and put me on 2 different antibiotics to get the infection under control. That did not work, so on (B)(6) 2017, they took all the stryker corp hardware out flushed it and put an antibiotic shim in its place. At that time I was put on daily IV antibiotics for 6 weeks. Then on (B)(6) 2017, they put all new hardware in from a different MFR and added another 4 weeks of IV antibiotics and that is to todays date (B)(6) 2017.